Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. The evaluation revealed that the root cause of the display artifacts was a defective display. The failure modes will be monitored and trended.

Event description:
The us complainant had an aic removed and replaced due to fuzzy lines on the display. The IFU was followed and a backup was used for the patient support. No harm or injury noted from the interruption in the support.